Event description:
Philips received a complaint from the customer on the v60 indicating that device is getting low leak co2 rebreathing error message. The device was in use on a patient at the time the reported issue was discovered. However; there was no harm to the patient or user. No medical intervention provided to the patient nor was a delay noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that blower is functioning per the caller. Advised caller that the unit may have a faulty flow sensor assembly and to try another. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.